Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Post op x-rays were reviewed. Based on visual inspection of supplied pictures, fatigue strength of rod was exceeded because of construct assembly. Product is intended for use as general segmental fixation. After review of supplied pictures, product seems to meet specifications. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that, the rod broke approximately three months after implantation. A revision surgery was performed approximately four months post op to replace the device.